Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a screen malfunction, screen was flickering. It was also reported that the device will remain in place and treatment will continue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: h4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. The fse recommended replacing the video generator board as a permanent solution. The unit passed all functional and safety tests and was returned to customer. No parts were replaced.